Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010.

Event description:
Customer reported her glucose test did not start after blood sample was applied to her precision xtra blood glucose meter. Customer also reported as a result of not being able to test, she had two episodes of seizure and loss of consciousness. Customer reported being treated at a health care facility where she was diagnosed with severe hypoglycemia. Customer was not able to provide any information about her treatment at the hospital nor if any treatment was given at home since she was unconsciousness during the event. There was no report of death or permanent injury associated with this event.